Event description:
Per the clinic, the patient experienced a skin breakdown and an extrusion of the implant (specific date not reported). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced necrosis at the implant site and was administered with oral and topical antibiotics (specific date and duration not reported).